Event description:
It was reported "error 371 input pressure too low". It was indicated that the issue occurred during medical procedure. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "indication "pressure to low" could be confirmed, but no fault could be detected. Based on the technical inspection it is concluded that it was caused by a user error due to wrongly set gas input. The repair technician was able to reproduce the issue when the "cylinder" setting is selected as the gas supply source and the appliance is operated from a low-pressure network. If, in this case, the "central" setting is selected, the message "371 input pressure too low " is not generated in this mode as the device recognizes the low input pressure as correct. Additional, further defects, independent from the reported defect, are detected. The on/off valve and proportional valve are worn and need to replaced. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).